Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the EKG/ECG changes cannot be determined. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the new information received, that there was no leak and no air entered the device or patient anatomy, this event is no longer MDR reportable.

Event description:
After the grippers were lowered, normal saline agitation, resulting in fluid bubbles, was observed. There was no leak observed with the mitraclip system during preparation or the procedure. There was no air introduced into the system or patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the air bubbles noted during use. It was reported that prior to use, the clip delivery system (cds) was de-aired and prepared per instructions for use (IFU). This was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4+. The cds was advanced to the mitral valve. When the grippers were lowered onto the leaflets, bubbles appeared and the patient experienced EKG changes, which lasted approximately 5 minutes. No treatment was provided. It was believed that the EKG changes were related to the air. The clip was deployed successfully. A total of two clips were implanted, reducing mr to 1+. There was a good patient outcome with no adverse sequela. No additional information was provided.